Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the pump is worn inside a pouch causing an abrupt temperature change to the pump. The customer's blood glucose level was 108mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Without changing any pump supplies, the customer successfully delivered the remainder of their meal bolus and no additional occlusion alarms occurred.